Event description:
Unomedical reference number 1616098 event occurred in the united states the patient reported that infusion set's tubing was detached from connector around (B)(6) 2023 or (B)(6) 2023 experiencing back-to-back infusion set issues. The issue occurred with one infusion set which the patient noticed right away. Moreover, the site location was patient's abdomen. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.